Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that before intraocular lens (iol) implantation, the iol was defective had a superficial scratch, with no patient involvement. The procedure was carried out with another lens. Additional information has been requested.